Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that there was noise seen on the right atrial lead, causing inappropriate mode switches. The device was reprogrammed to address the issue. The patient was asymptomatic and in stable condition.